Event description:
The customer reported the device showed dotted lines during ECG and was unable to acquire 12 lead. The device was in use on a patient and there was no adverse event to patient or user.